Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the replacement of the rechager and desktop charger resolved the issue of the ins being dead.

Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger showed that the cable assembly had a bent connector pin. The desktop charger (serial # (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and lumbar radiculopathy. It was reported that the recharger was not working and the ins was dead. The patient did not think the connector pin was bent, however, they were not sure. No symptoms were reported. No further complications were reported or anticipated.